Manufacturer narrative:
This initial report was originally submitted in 1991 with old numbering style of #m240753. This replacement MDR is to link the supplemental report sent on MDR #2124215-2017-04500. Upon receipt at our post market quality assurance laboratory, the battery status could not be obtained. Visual inspection noted both setscrews were missing. Using an rx5000 programmer, an initial interrogation noted that the device would not communicate. Pacing and sensing testing was unable to be performed due to the low battery voltage. Records show an implant date of (B)(6) 1983 and an explant date of (B)(6) 1993 and an event date of (B)(6) 1991. This suggests the device was implanted for 7.6 years when this report was originally filed. Based on the implant and explant dates, the device would have been in service for over 9.8 years. The nominal longevity for this model device is 7.5 years. The field observations of a sensing or detection problem were not confirmed.

Event description:
This initial report was originally submitted in 1991 with old numbering style of #m240753. This replacement MDR is to link the supplemental report sent on MDR #2124215-2017-04500. A report was filed in 1991 for a sensing or detection problem. The device was returned 26 years later with no corresponding allegation or clinical event and was analyzed.